Event description:
It was reported that while using the ats 750 the plug was loose, and when the customer tried to push it back together, sparks came out of it. No further clinical info was obtained prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.